Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two percutaneous leads from the same lot as part of her scs system. It was reported the pt's stimulation was auto-reducing and her programmer was locking out. Diagnostic testing revealed low or invalid impedance readings on all lead contacts for the right lead. It was reported the left lead provided effective stimulation coverage. F/u identified x-rays confirmed the lead had migrated. Surgical intervention will be undertaken to address the issue.